Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) verified that the error in the logs but could not duplicate the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp passed all calibration and then released to the customer for return to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had a iab (intra-aortic balloon) disconnected alarm during patient transport. No patient injury or harm was reported in during this event.

Manufacturer narrative:
On (B)(4) 2018 we determined that this complaint event was duplicated in our database. Please refer to medwatch report #(B)(4) for all relevant information on this event.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had a iab (intra-aortic balloon) disconnected alarm during patient transport. No patient injury or harm was reported in during this event. Please refer to medwatch (B)(4) for information on this complaint event.